Event description:
It was reported that the patient's ipg became inoperable and both of the patient's leads have high impedances. X-rays revealed lead fracture. As a result, the patient underwent surgical intervention during which the ipg and leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.